Manufacturer narrative:
The device has not been returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Per the solitaire platinum's instructions for use (IFU): for vessel safety, do not perform more than three recovery attempts in the same vessel using solitaire¿ platinum revascularization devices. For device safety, do not use each solitaire¿ platinum revascularization device for more than two flow restoration recoveries. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician made multiple attempts to remove a hard clot, with it stated that on the fourth attempt the solitaire device encountered tension when pulling toward the terminus, and the device detaching as the physician continued to pull. As a result the device was implanted in the ica. The patient was undergoing surgery for treatment of an ischemic stroke in the left ica. The devices were prepared as indicated per the IFU. It was noted that the vessel was not tortuous. There was no stenosis proximal to the thrombus site, and the pushwire was not torqued during the procedure. 2 passes were made using the stent.